Manufacturer narrative:
P-cap / reservoir locks properly into place. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected pump error 53 alarm noted during testing, however pump error 53 (file number = 0; line number = 0) found in pump history files due to hardware issue as per global logic analysis. The following were noted during visual inspection: minor scratches on case. Retainer ring = black. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a software error alarm during rewind. The customer stated they were able to clear the alarm and complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.